Event description:
Pt was implanted with device on 5/25/90. Subsequently, on 1/27/94 it was noted that the prosthesis had ruptured and the pt developed autoimmune type symptoms. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to hew "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21 cfr 803.